Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, late seroma, and '¿inflamatory celularity expressing cd3 & cd68, ki67 index of 15%'. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ seroma-breast: unable to observe since it is not related to the device. ¿ local reaction-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 26jul2024.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and late seroma. Pathological examination was done which showed ¿inflamatory celularity expressing cd3 & cd68, ki67 index of 15%". The device has been explanted.

Manufacturer narrative:
Cont. E.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture, baker grade unknown, late seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, late seroma.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, late seroma, and '¿inflammatory celularity expressing cd3 & cd68, ki67 index of 15%'. The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and late seroma. Pathological examination was done which showed ¿inflamatory celularity expressing cd3 & cd68, ki67 index of 15%". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ seroma: unable to observe as it is not related to the device. ¿ local reaction: unable to observe as it is not related to the device. As per the investigation procedure creases, deformation and air voids were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.